Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 30, 2016. (B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 29, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced pain and headaches with device use and a subsequent reduction in clinical benefit, resulting in the decision to explant the device. The device was explanted (B)(6) 2016. The patient was re-implanted with another manufacturer's device during the same surgery.